Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and increased threshold was observed on the right ventricular (rv) lead. The device was reprogrammed to atrial sensing and a new rv lead was implanted. The patient was in stable condition.